Manufacturer narrative:
Revision occurred after an unknown amount of time due to infection. No other product information was available. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred an unknown amount of time after the primary surgery, which was not able to be located based on the information provided by the distributor. The distributor was notified that the surgeon was performing a total explant of fx product but was not able to get any more information on the surgery. Unknown fx components were explanted. It is not known what they were replaced with.